Manufacturer narrative:
(B)(4) describe event or problem - additional, device available for evaluation - additional, additional information/device evaluation, device evaluated by manufacturer - additional, event problem and evaluation codes - additional, the g5 system is associated with product code pqf. Product code pqf is not currently available in common device name.

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver will not down load logs. The receiver do not boot up, re-initialized continuously. The receiver could not run at global receiver functional test station. The receiver case was opened for internal inspection and unit passed. The reported event of an intermittent audio output was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016 the receiver had intermittent audio output. No additional event or patient information is available. No product or data was provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.